Event description:
The customer reported that, during reprocessing, it was observed that the subject device had a bad power switch. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found metal parts of the power circuit were exposed. This report is being submitted for the malfunction found during evaluation (exposed parts of power circuit). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the metal parts of the power circuit were exposed due to the broken switch. In addition, air pressure was low due to a faulty air pump unit, the air gauge was hard to connect due to a worn connector socket and air joint unit, the suction rubber feet had weak suction force, and there were scratches in the paint on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken power switch and inlet for input of power could not be determined at this time. Olympus will continue to monitor field performance for this device.